Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion test and prime test. However, the insulin pump was received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No cosmetic damage noted. (B)(4).

Event description:
The customer's wife reported via phone call that they received a motor error alarm. Customer's wife also reported the insulin pump would go into suspend. It was also found the customer had a motor position encoder error alarm on the insulin pump. Customer's blood glucose was 134 mg/dl. The wife stated the drive support cap appeared to be normal. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.